Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. According to the patient¿s parent, on (B)(6) 2026, the patient experienced feeling weak and thirsty. The patient was brought to the hospital and when a fingerstick was taken at the hospital, the cgm reading was 50 mg/dl, and the blood glucose reading was 580 mg/dl. The patient was treated with insulin and fluids (route unknown, but very likely to have been intravenous). The patient was discharged after approximately 1 day. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.